Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert for high ventricular rate (hvr) was pushed through by merlin.net. All associated egms were seen. They show very short bursts of what appears to be ventricular lead noise. The device has also documented ventricular noise reversions. Noise reversion egms have not been enabled; therefore, these cannot be verified. Ventricular lead measurements are stable. The patient is stable and hasn't returned to clinic for evaluation. Device and lead remain implanted. Related manufacturer reference number: 2938836-2020-01000.